Event description:
On 10th august, 2023 getinge became aware of an issues with one of our surgical lights - powerled 500 and the spring arm vertical video hd 15/21 kg which are in one configuration. As it was stated, upon the preventive maintenance activities being performed on the device, the dust cover and end cap were found to be missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event and problem, d1 brand name, d2a product code for the FDA, d4 catalog #. Model # and serial # deems required. This is based on the internal evaluation. Previous b5 describe event and problem:on 10th august, 2023 getinge became aware of an issue with spring arm vertical video hd 15/21 kg of one of our surgical equipments. As it was stated, upon the preventive maintenance activities being performed on the device, the dust cover and end cap were found to be missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 10th august, 2023 getinge became aware of an issues with one of our surgical lights - powerled 500 and the spring arm vertical video hd 15/21 kg which are in one configuration. As it was stated, upon the preventive maintenance activities being performed on the device, the dust cover and end cap were found to be missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous d1 brand name: maquet equipment. Corrected d1 brand name: powerled 500. Previous d2a product code for FDA: fxr. Corrected d2a product code for FDA: fsy. Previous d4 catalog # and model # ard567910972. Corrected d4 catalog # and model # ard568351938 . Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6).

Manufacturer narrative:
Getinge became aware of an issues with one of our surgical lights - powerled 500 and the spring arm vertical video hd 15/21 kg which are in one configuration assembly. As it was stated, upon the preventive maintenance activities being performed on the device, the dust cover and end cap were found to be missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. All defective parts were replaced. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing cover on powerled and hled surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is low for missing covers. A root cause analysis was performed by subject matter experts, and it was established that the dust cover was probably missing due to non-conformity of the metal covers assembly, degradation of the metal covers or improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. Manufacturer initiated also a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Regarding to the to cap missing, manufacturer establish that the fall of plastic cap is due to improper assembly during the installation or a detachment due to repeated collisions or damaged during mounting by our supplier. Subject matter experts establish that there is no risk to use the product without the cap. To prevent similar incident the cover caps can be removed from spring arm in the other operation rooms. Maquet sas recommends in the installation manual to check the presences of all covers and caps. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge will continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d1 brand name, fields deems required. This is based on the internal evaluation. Previous d1 brand name: powerled 500; corrected d1 brand name: powerled 500/300. Previous d4 version or model # ard568351938; corrected d4 version or model # ard568425710a. Previous d4 catalog # ard568351938; corrected d4 catalog # ard568425710a. Previous d4 serial (B)(6); corrected d4 serial (B)(6).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with spring arm vertical video hd 15/21 kg of one of our surgical equipments. As it was stated, upon the preventive maintenance activities being performed on the device, the dust cover and end cap were found to be missing from spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.